Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. There has been a significant drop in the intrinsic amplitude since implant. The sensing vector was set to the secondary vector. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.